Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. Tandem technical support instructed the customer to remove their site, and customer declined. Customer cleared the occlusion alarm and resumed insulin. Customer¿s blood glucose level was 250 mg/dl.